Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The healthcare professional reported that during the coil embolization procedure of a splenic aneurysm, after the frame was created with the micrusframe18 19mm x 50cm coil, the deltafill18 10mm x 40cm (dlf181040 / s13513) coil was the 7th coil to be used for the procedure, was inserted into the microcatheter (carnelian si, tokai medical) but the coil was met with strong resistance about ¾ of the way in the microcatheter. The physician attempted to re-sheath the coil but it was difficult to re-sheath the coil and as a result, the coil became unraveled. The delivery wire was removed and a guidewire (radifocus, terumo) was inserted into the microcatheter to push the remaining coil in the microcatheter. The guidewire became stuck in the microcatheter and could not be advanced further. The microcatheter also could not be flushed using a syringe; the microcatheter was removed. Follow-up with the affiliate was completed. No additional information was available regarding whether the other six coils were advanced through the same microcatheter without resistance, no information on any possible kinks on the microcatheter that could have contributed to the issue. It was confirmed that there was no clinical procedural delay as a result of the reported event. There was no report of patient injury or adverse event but the first half of the coil was reported to be left remaining in the patient¿s body. Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
(B)(4). The patient identifier is not known. The patient¿s age is not known. The patient¿s gender is not known. The patient's weight is not known. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(6)). Concomitant med products: coil (micrusframe18 19mm x 50cm), microcatheter (carnelian si, tokai medical), guidewire (radifocus, terumo), balloon catheter (scepter, microvention terumo), and detachment control box dcb2. The initial reporter name, phone and email are not available. Physical manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(6)). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a splenic aneurysm, after the frame was created with the micrusframe18 19mm x 50cm coil, the deltafill18 10mm x 40cm (dlf181040 / s13513) coil was the 7th coil to be used for the procedure, was inserted into the microcatheter ((B)(6) medical) but the coil was met with strong resistance about ¾ of the way in the microcatheter. The physician attempted to re-sheath the coil but it was difficult to re-sheath the coil and as a result, the coil became unraveled. The delivery wire was removed and a guidewire (radifocus, terumo) was inserted into the microcatheter to push the remaining coil in the microcatheter. The guidewire became stuck in the microcatheter and could not be advanced further. The microcatheter also could not be flushed using a syringe; the microcatheter was removed. It was reported that there is a possibility that part of the delivery wire separated and became stuck in the microcatheter. There was no report of patient injury or adverse event that resulted from the reported event.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a splenic aneurysm, after the frame was created with the micrusframe18 20 mm coil, the deltafill18 10mm x 40cm (dlf181040 / s13513) coil was the 7th coil to be used for the procedure, was inserted into the microcatheter (carnelian si, tokai medical) but the coil was met with strong resistance about ¾ of the way in the microcatheter. The physician attempted to re-sheath the coil but it was difficult to re-sheath the coil and as a result, the coil became unraveled. The delivery wire was removed and a guidewire (radifocus, terumo) was inserted into the microcatheter to push the remaining coil in the microcatheter. The guidewire became stuck in the microcatheter and could not be advanced further. The microcatheter also could not be flushed using a syringe; the microcatheter was removed. Follow-up with the affiliate was completed. No additional information was available regarding whether the other six coils were advanced through the same microcatheter without resistance, no information on any possible kinks on the microcatheter that could have contributed to the issue. It was confirmed that there was no clinical procedural delay as a result of the reported event. There was no report of patient injury or adverse event but the first half of the coil was reported to be left remaining in the patient¿s body. The dpu core wire is tangled and knotted with the introducer. The embolic coil is detached and was not returned. The device was gently untangled. The device positioning unit (dpu) core is protruded along the full length of the translucent introducer sheath. The resheathing tool has been pulled back almost to the introducer lock. There are severe bends in the dpu core wire where it was tangled with the introducer. In addition, there is a kink in the dpu core wire approximately 73 cm from the proximal end; there are bends in the dpu core wire approximately 88 cm, 113 cm, 138 cm, and 144 cm from the proximal end. The resistance heating (rh) coil has not heated. There is blood on the rh coil and extended coil section of the dpu. The introducer is separated at the junction between the green introducer and the translucent introducer sheath. The v-notch of the resheathing tool is undamaged. A review of manufacturing documentation associated with this lot (s13513) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint that the coil is unraveled or stretched cannot be confirmed. The embolic coil was not returned. The complaint of rezipping difficulty is confirmed. The dpu protrudes from the translucent introducer sheath along the full length of the sheath. In addition, severe damage to the dpu core wire will prevent the translucent introducer sheath from re-forming around it. The complaint of resistance or friction during advancement cannot be confirmed. The embolic coil was detached from the dpu. The complaint that the dpu is separated is not confirmed. The entire dpu is present and in one piece. The evidence that the rh coil has not heated, although the embolic coil is detached indicates that the embolic coil detached mechanically. Mechanical detachment is indicative of the application of excessive force to the device, generally when attempting to retract the embolic coil while it is prevented from moving. The severe damage to the dpu core wire is also evidence of the application of excessive force, although when combined with the evidence that the returned device was tangled and knotted, it is likely that this damage occurred after the reported event, possibly when the device was processed for storage or shipping. The separation of the green introducer from the translucent introducer sheath also appears to be an artefact of the circumstance that resulted in the tangled and knotted device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.